Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited high out-of-range pacing impedance and failure to capture. Programming changes were attempted, but the lv lead exhibited phrenic nerve stimulation post changes. The lv lead was capped and replaced on (B)(6) 2023. There were no patient consequences, and the patient was discharged.